Manufacturer narrative:
The reported meter was returned and investigated with returned test strips lot 1007514. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
Customer's product has been requested back for investigation and a supplemental report will be sent once new information is obtained.

Event description:
An adc customer reported receiving an error 4 message on their fs freedom meter during strip insertion on (B)(6) 2011 and was unable to test. She then reported that while walking to a store that same day she experienced symptoms of hypoglycemia, "passed out" and subsequently lost consciousness. Paramedics were called and customer was administered oral glucose gel on scene and transported to a health care facility. Customer was diagnosed with hypoglycemia at the hospital and treated with intravenous dextrose. No additional information was provided. There was no report of death or permanent impairment associated with this report.